Manufacturer narrative:
The implant did not return for evaluation. Photographs were not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
Around 2-months postoperatively, a set screw at l5 had backed out of a screw. Revision surgery was performed to remove and replace the set screw. The set screw was discarded at the hospital. This is report 1 of 2.